Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response. The patient has passed away. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath, likely from a source external to the device. During investigation the manufacturer confirm that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card. There was an unknown dust contaminate present at the iso port entrance. The manufacturer found one error code. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response. The patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.